Event description:
It was reported the charger box gets hot while recharging. A replacement charging system was sent. Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.